Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, yellow particles and opening. Leak test was performed and found opening on device. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on radius due to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.